Manufacturer narrative:
Device 2 of 2. Reference manufacturer report: 2032380-2011-00162. The lot number of the above-referenced device was not available; therefore, a manufacturing and/or expiration date cannot be provided.

Event description:
It was reported the suture captures could not be loaded onto either of the firstpass suture passers intra-operative. The physician was able to complete the procedure with a new device. No pt complications were reported as a result of this event.